Manufacturer narrative:
As confirmed by service and sales unit on (B)(6) 2022 no service will be performed. The customer changed the hls cable themselves and failure went away. A new hls cable was ordered by customer for replacement. The defective hls cable (connection cable for disposables) was requested for further investigation. The device history record (DHR) of the cardiohelp (material:701072780, serial: (B)(4)) was reviewed on 2022-09-29. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. A follow up will submitted when additional information become available.

Event description:
It was reported customer has fluctuating pressure readings and difficulty zeroing pressures. The failure occurred during priming. Customer changed hls cable and problem went away. No harm to any person has been reported. Complaint number: (B)(4).

Manufacturer narrative:
It was reported that the customer has fluctuating pressure readings and difficulty zeroing pressures. The failure occurred during priming. As confirmed by getinge service and sales unit on (B)(6) 2022 no service is requested by the customer. The customer changed the hls cable by himself to resolve the failure. A new hls cable was ordered by the customer for replacement. The defective hls cable was visually investigated by getinge life-cycle-engineering on (B)(6) 2023 they confirmed a contamination of the socket surfaces. Another disposable connection cable (hls cable) with the same failure was investigated by getinge life-cycle-engineering on (B)(6) 2021. Deposit and oxides were found on the cable socket. By wetting the socket plane with salt-containing liquids (priming), the measurement signals were influenced by the electrical conductivity of the contamination. In (B)(6) 2021 a service bulletin (B)(4) was published to make the users aware that the contacts of the plug connections must not come into contact with cleaning agents, disinfectants or priming liquid. According to the instructions for use (cardiohelp, chapter 5.3 "connection the sensors") it is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. The device history record (DHR) of the cardiohelp (material:701072780, serial: (B)(6)) was reviewed on (B)(6) 2022. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on the results the reported failure "has fluctuating pressure readings and difficulty zeroing pressures" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaintnumber: (B)(4).